Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: vis (m-81805), 203cm ruler (m-83360). Drawing(s) referenced: dwgsreact-68 rev. M. As found condition: the react-68 catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damages or irregularities were found with the react-68 catheter hub. No bends or kinks were found with the react-68 catheter body. However, the distal ~1.5cm of the react-68 catheter body was found stretched. The react-68 catheter body was found separated at ~140.4cm from the proximal end of the catheter hub. The tubing material at the separated end exhibited plastic deformation (jagged edges, stretching). This indicates that the tubing material separated due to tensile failure. Compared to the product drawing, the react-68 catheter appears to have separated at the distal marker/tip. Testing/analysis: the react-68 catheter's total length was measured to be ~140.4cm, and the usable length was measured to be ~133.7cm. Conclusion: based on the device analysis and reported information, the customer's "marker band dislodged" report was confirmed as the react-68 catheter body was separated at the distal marker/tip. Possible causes of "marker band dislodged" include user operational context if the user advances or retrieves the intraluminal device against resistance, vessel tortuosity, kink/damage in guide catheter/sheath, hard clots/calcifications in the navigation tract, which may snag the catheter or catheter tip shaping. Information regarding any intraluminal device resistance, patient vessel tortuosity, damage to the guide catheter/sheath, or any hard clots/calcifications was not reported. It was reported the react-68 catheter tip was not shaped, ruling out "catheter tip shaping" as a potential cause. However, the cause of the catheter separation could not be determined. (Rosaj10 2023-10-24). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marker band was dislodged and removed from the patient in the same procedure. The react tip was not shaped. The catheter and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Ancillary devices include a optimo 8f guide catheter, phenom 21 microcatheter, synchro14 guidewire, and a solitairex stent.